Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. An xtw clip was inserted and advanced toward the mitral valve, however, the clip jumped open. The clip was then closed and when applying the m knob, the knob was not working properly. The clip delivery system (cds) was unable to straighten or curve. Therefore, the cds was removed and replaced. A new clip was successfully implanted, reducing mr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported positioning failure (straighten - unable) and positioning failure (curve - unable) were confirmed via returned device analysis. The m cable was observed to be broken at distal end near the tip ring. The reported difficult to open or close (clip jumping) could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the results of analysis, a cause of the reported difficult to open or close (clip jumping) could not be determined. The reported positioning failure (straighten - unable) and positioning failure (curve - unable) were due to the observed m-cable break. The investigation determined the broken m-cable to be related to a potential product issue. Per dop30022, revision ac and dop3088, revision cp, this complaint is within the scope of an exception escalation as the complaint description and device code match the specific issue described in the exception. The investigation is ongoing and will be documented in the investigation phase to further determine root cause. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. There is no indication of a product quality issue with respect to manufacture, design, or labeling.